Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2018-03403. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. The surgery was aborted after the patient aspirated and their oxygen dropped. Follow-up information indicated the patient fully recovered.